Event description:
Customer reports that she received results of approx 300 mg/dl and approx 100 mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.